Event description:
New information received notes that the right ventricular lead noise was over-sensed. The rv lead as explanted.

Event description:
It was reported that over-sensing noise was noted on the right ventricular (rv) lead. No intervention was performed. The patient was stable.